Event description:
Procedure type: ileocolic anastomosis. According to the reporter: after the anvil was set on the ileum side, the wing-nut stopped functioning and the device could not be removed from the patient. The tissue was resected to remove the device and a new instrument was used to complete the procedure. No bleeding was reported.